Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not forming correctly. Although the clip applier could be closed completely the clips were falling off and appearing as a u-shape. The clips are contained with the returned clip applier. No difficulty closing and no strange noises. It was noted that the gallbladder was very distended. No adverse event on the patient.

Manufacturer narrative:
(B)(4).